Manufacturer narrative:
(B)(4) d10: concomitant devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface to address hemorrhaging two (2) days post-operatively that occurred as a result of initial intraoperative vessel damage. Attempts have been made and no further information has been provided.